Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a bag of platelets was spiked using 1st side of the tubing and clamping the 2nd side and within 15 minutes the platelets were noted to be leaking onto the floor from the 2nd side of the tubing even though it was clamped. In addition to keeping the 2nd side clamped the rn bent the tubing several times and secured it in an upright position to the 1st side to keep it from leaking. Due to the emergent need for the transfusion and that the integrity of the main line to the patient had not been compromised, the decision was made to continue with the transfusion rather than re-spiking the platelets onto a new tubing set. Platelets paused for less than 2 minutes. There was no patient harm.

Manufacturer narrative:
The report of a leak from the spike of a tubing arm which was clamped off was confirmed. Visual inspection showed no anomalies. The slide clamp on the tubing arm not spiked to the platelets bag was noted to be fully engaged. Functional testing showed a very slow dripping leak from the tip of the spike on the clamped tubing arm. Dimensional analysis of the tubing and slide clamp confirmed that both components were within specifications. The root cause of the failure was not determined.

Event description:
The customer reported that a dual spike blood set was used for infusing platelets. One spike was inserted into the platelet bag; the tubing was primed and connected to the patient. The second bag spike line was clamped closed and appeared intact. Fifteen minutes after the start of the infusion, platelets were noted to be leaking from the second bag spike onto the floor. The clamp on the second bag spike remained clamped and the clinician bent the tubing and secured it to the first bag spike tubing in an upright position. Because of the patient¿s emergent need for the transfusion, the infusion continued without replacing the platelet and infusion set. The infusion was paused for less than two minutes. There was no report of patient harm.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a dual spike blood set was used for infusing platelets. One spike was inserted into the platelet bag; the tubing was primed and connected to the patient. The second bag spike line was clamped closed and appeared intact. Fifteen minutes after the start of the infusion, platelets were noted to be leaking from the second bag spike onto the floor. The clamp on the second bag spike remained clamped and the clinician bent the tubing and secured it to the first bag spike tubing in an upright position. Because of the patient¿s emergent need for the transfusion, the infusion continued without replacing the platelet and infusion set. The infusion was paused for less than two minutes. There was no report of patient harm.